Event description:
It was reported that after insertion of the intra-aortic balloon, the pump began experiencing high pressure alarms. Also, blood was noted in the gas tubing. The intra-aortic balloon was removed with no pt complications.